Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to pancreas to treat a pancreatic cyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During procedure, the axios stent first flange did not open at all. The stent was removed partially deployed on the delivery system, and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event.